Event description:
It was reported that the iab was inserted without difficulty. When balloon inflation was attempted, the tip of the balloon would not inflate. Because of this, the iab was removed and replaced.